Manufacturer narrative:
Medwatch reference number: mw5113146. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, the balloon ruptured while inflating a schatzkis ring. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another cre fixed wire dilatation balloon device. There were no patient complications reported as a result of this event.